Event description:
In preparing for beir block procedure, user tested the cuff on themselves prior to use and rotated cuff pressure without any problem. Zimmer 18" dual tourniquet cuff was applied to the arm with the b cuff being distal and the a cuff being proximal. Exanguinated arm and inflated b cuff first. User then inflated a cuff. With the b cuff deflated user injected 50cc of 0.5% lidocaine. When rotating dial from a to b to inflate the distal cuff and deflate proximal cuff. The tourniquet box allegedly blinked and rev fail appeared in time and pressure spot. Both cuffs allegedly deflated causing patient to get a large dose of the lidocaine. User held manual pressure until a single tourniquet cuff could be applied. During episode user checked patient frequently for neurological changes. Patient reported increased numbness around face and lips and vision became blurry. About 5 minutes after episode these symptoms subsided and vital signs remained stable throughout the remainder of procedure. Tourniquet pressure was set at 300mmhg. Rev fail was displayed on machine. Patient was having a carpal tunnel performed on the right hand.